Event description:
It was reported that the balloon would not stay inflated. A 6-6/2/80 occlusion balloon catheter was selected for use. During the procedure, the device went inside the patient's body. An attempt was made to inflate the balloon but it would not maintain the inflation. The procedure was completed with a different device. No complications were reported and the patient's condition was stable.